Manufacturer narrative:
Due to character limit in e1 event site name is the (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was tested before use and found that it had an automatic inflation failure. The positive and negative pressure tests were normal. The valve group test found that k7k8 was leaking, and the safety disk test did not meet the standards. No patient involved. No harm reported.

Manufacturer narrative:
Full event site address: (B)(6). Updated data: b4, g3, g6, h1, h2, h11, e1(initial reporter, full name of event site already provided in previous MDR, event site telephone number, address, email & city), e2, e3,e4, g2, d5, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. Fse stated that the positive and negative pressures were normal. The valve group was tested and k7k8 leaked. The safety disk was also not up to standard. The fse replaced the safety disk (0997-00-0985-15) and the drive manifold (0104-00-0018). The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.